Event description:
This report is being filed to include product investigation details.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Analysis confirmed there was a high current drain which led to the battery to be depleted faster than expected. This device failed returned product testing. During analysis, the failure mode was altered, therefore no cause of the clinical observations were able to be determined.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery life of this implantable cardioverter defibrillator (ICD) device went from 6.5 years to 2.5 years in a span of three months. The technical services (ts) verified that the power consumption of this ICD device was 448% with 0% pacing. The ICD was explanted. No additional adverse patient effects were reported.